Event description:
It was reported that one day after the device was in use, the reservoir port cracked when the nurse inserted a syringe into the port to draw out the fluid. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to FDA: 04/16/2009. Conclusion code: the patient upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form. The actual device lot number associated with this event is not known. The customer reports the following possible lot number. Lot 47311isp: mfg date 01/25/2008; exp date 02/28/2013. In addition, a review of the batch manufacturing records for the possible lot number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00415. The same patient is represented in each medwatch.